Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the touch screen of the s5 roller pump was non-responsive. There was no patient injury reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during a procedure, the touch screen of the s5 roller pump was non-responsive. There was no patient injury reported.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and replaced the touch screen, gasket and ribbon cable. The nvmem was reset and subsequent functional verification testing found no further issues. The unit was returned to service. Photos of the kapton-tail connection date code showed signs of fluid ingress into the touch screen. Moisture ingress leads to oxidation of contacts and electrical failure. This is a known issue for which livanova (B)(4) has already implemented a CAPA (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.